Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total gastrectomy. While firing for the third time, they connected the reload and the adapter and the device powered off. Replaced by another battery the device turned back on and was fired. The indicators were no illuminated. Two batteries were returned because they could not identify the battery with the malfunction. No patient injury.